Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels of 400s (mg/dl). Customer delivered a correction bolus to treat bg levels. Reportedly, had a cold at the time and their health care provider informed them it could have impacted their bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.